Event description:
Terumo (B) (4) became aware of this event (B) (6) 2010, during a review of the maude database: "pt admitted in 2009, for non-st elevation mi. Cardiac cath showed triple vessel disease with stenting of left anterior descending and insertion of intra-aortic balloon pump. Pt remained in cardiogenic shock despite inotropic support and underwent cardiopulmonary bypass and insertion of biventricular assist device the same day. Aortic cannula secured with 2 pledged purse string sutures, tourniquets and ties. Two days later, while turning pt, the pt hemorrhaged and expired. On opening the chest, the aortic cannula was found to have slipped out of the aorta." Note: the customer did not notify the manufacturer regarding this event.

Manufacturer narrative:
Eval in progress, but not yet concluded. The cannula was being used off label as an inflow cannula for post cardiotomy ventricular support. The device instructions for use indicate: "..for use in perfusion of the ascending aorta during cardiopulmonary bypass surgery. These devices are indicated for up to 6 hours of use." The complaint described that the cannula was in place for two days, contrary to its documented intended use. In addition, moving a pt who is on post pericardiotomy support is a very dangerous situation as the cannula is attached to tubing that can be easily snagged or malpositioned allowing stress to be placed directly on the aortic cannulation site and the removal of the cannula from the aorta. The cannula itself would play no contributory role in this adverse outcome. From the description provided, it appears that normal placement and securing techniques were observed. The cannula was pulled out of the aorta, there was no failure noted of the cannula in the maude report.